Manufacturer narrative:
Approximate age of device ¿ 2 years, 2 months. The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a low speed advisory alarm occurred. System controller log file analysis by the manufacturer confirmed a pump stop alarm. Biochemistry labs were taken and a chest x-ray was performed. The technical team did not find anything specific in the x-ray image. The log file data showed multiple pump stoppages and low speed operations which dropped below the low speed limit. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the lvad was connected to the mobile power unit. The patient was asymptomatic. The patient will be kept on a non-grounded patient cable for use with the power module and will be closely monitored. No additional information was provided.

Event description:
Additional information: it was reported that on (B)(6) 2019, an external percutaneous lead (driveline) evaluation was performed by the manufacturer¿s technical services representatives. The patient has been stable on a non-grounded patient cable and no repeat of pump stoppage events have occurred. The driveline was in excellent condition with no areas of external wear or damage visible. The driveline was manipulated externally and no repeat of pump stoppages occurred. Electrical continuity testing did not reveal any broken wires. Data showed that the pump was stable and operating normally. X-ray images were reviewed and no significant areas of concern were noted. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: review of the log file provided by the account confirmed multiple low sped and pump stop events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log files contained multiple low speed and pump stop events on 9jan2019, 11jan2019, and 30jan2019. These events occurred while the patient was connected to both the mobile power unit and had corresponding fluctuations in pump parameters. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. No other atypical alarms were noted throughout the duration of the log file. The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the event on this file.